Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that this patient on peritoneal dialysis (pd) had a peritonitis infection on (B)(6) 2025. The patient¿s pd nurse stated that the patient was seen in the outpatient pd clinic on (B)(6) 2025 with symptoms of abdominal pain. The patient had a pd culture obtained (the same day) which grew pseudomonas (species not identified) and sphingomonas paucimobilis. The nurse indicated that the patient was treated with intra-peritoneal (ip) antibiotic therapy utilizing vancomycin and ceftazidime (dosages not provided) and subsequently changed to ip meropenem (dose not provided). The patient continued pd therapy with the fresenius cycler and reportedly recovered from the peritonitis event. The nurse could not identify the exact cause of the peritonitis. However, the pd nurse confirmed that there were no malfunctions or product issues (with fresenius products) associated with this event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between the pd therapy with the liberty select cycler/ liberty cycler set and the patient¿s peritonitis event. Based on the reported information, the patient¿s peritonitis cannot be determined. However, there were no reported allegations nor is there any objective evidence that a liberty select cycler/ liberty cycler set malfunction or product issue caused the event. Peritonitis is a well-documented complication in patients undergoing pd therapy with the vast majority of infections associated with the pd catheter.

Event description:
It was reported that this patient on peritoneal dialysis (pd) had a peritonitis infection on (B)(6) 2025. The patient¿s pd nurse stated that the patient was seen in the outpatient pd clinic on (B)(6) 2025 with symptoms of abdominal pain. The patient had a pd culture obtained (the same day) which grew pseudomonas (species not identified) and sphingomonas paucimobilis. The nurse indicated that the patient was treated with intra-peritoneal (ip) antibiotic therapy utilizing vancomycin and ceftazidime (dosages not provided) and subsequently changed to ip meropenem (dose not provided). The patient continued pd therapy with the fresenius cycler and reportedly recovered from the peritonitis event. The nurse could not identify the exact cause of the peritonitis. However, the pd nurse confirmed that there were no malfunctions or product issues (with fresenius products) associated with this event.